Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5183062. Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
A voluntary MDR/medwatch report was received on 02/27/2026. It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. According to a report submitted through maude, the patient stated that on (B)(6) 2025, the dexcom g7 did not notify her of hypoglycemia until her glucose level had reached 46 mg/dl. During the event, the patient experienced a seizure, and her husband called 911. Details regarding any interventions used to reverse hypoglycemic shock were not provided. The patient was evaluated in the emergency department and discharged after a few hours. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.